Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pez117 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. During use, the suture was broken when pulling it. There were no adverse consequences to the patient.